Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's caregiver reported via phone call that the insulin pump had a blank display before and after a battery change. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the customer fell with the pump on and the pump may have been damaged. Customer took out battery and the pump alarmed failed battery after the same battery was put back in. Customer declined to further troubleshoot since they did not have a new battery. Customer will call back when they have a new battery to continue troubleshooting.